Event description:
A customer reported a high blood glucose level of 589 mg/dl. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. The customer addressed the issue by administering a correction injection via a manual injection method and was instructed by technical support to inspect various components of their insulin delivery system. Customer to replace supplies as necessary and resuming insulin.